Event description:
It was reported by the dr's office that a dental assistant was sitting on a act ii assistant stool when the bolt which holds the stool's body support arm broke. No injuries were reported.